Manufacturer narrative:
Section h codes updated to reflect the findings of the completed investigation.

Event description:
It was reported that a nurse had injured her knee engaging the brake on an unspecified stretcher. No specific injury or treatment information has been provided at the time of reporting.

Event description:
It was reported that a nurse had injured her knee engaging the brake on an unspecified stretcher. No specific injury or treatment information has been provided at the time of reporting.